Manufacturer narrative:
The event of a system explant was reported to abbott. Both leads had migrated and the ipg was electively replaced. The abbott system was replaced with a medtronic system. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number:3006705815-2023-00623. It was reported the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2023 during which the system was explanted.